Event description:
This report is being supplemented to correct d4 - unique identifier (UDI) number to (B)(6).

Event description:
The customer reported to olympus that the single use distal cover came off from the evis exera iii duodenovideoscope. The issue was found at the end of a therapeutic, endoscopic retrograde cholangiopancreatography (ercp) which was completed using the same equipment. The cover was retrieved by the doctor at the time of the event. The procedure was extended for an unspecified amount of time during the search of the cap. There were no reports of patient harm. This event is reported under the following patient identifiers: (B)(6) - evis exera iii duodenovideoscope. (B)(6) - single use distal cover.